Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the definitive cause for the presence of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During testing, the service center identified that the device exhibited foreign material on the distal end cover, nozzle, objective lens, universal cord, and forceps channel port, which are considered reportable malfunctions. There was no patient involvement.